Event description:
It was reported that during an implant attempt two lv (left ventricular) leads were attempted. The first lv lead would not track over the guidewire. Then the second lv lead was attempted and removed due to diaphragm stimulation. Both leads were not used and a new lv lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. Analysis revealed that all conductors were distorted. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed) and there was white substance.